Event description:
It was reported that balloon rupture occurred. A 06/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and a 3.5x10 wolverine was used to complete the procedure. No patient complications were reported.